Manufacturer narrative:
The device is not available for return; therefore, a technical product analysis of the device could not be completed. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device was discarded.

Event description:
It was reported that the patient passed away unexpectedly approximately five days after trail. No further information is currently available.

Event description:
It was reported that the patient passed away unexpectedly approximately five days after trail. No further information is currently available.